Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the triggers of the battery handpiece device were not working and were blocked. It was reported that there were no delays to the surgical procedure and the procedure was completed with the same device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported conditions of sticky trigger and component damaged were not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the battery handpiece device had a seized bearing, leak tightness test failure, would not run and moving parts of the device did not move smoothly. It was further determined that the device failed pretest for check function of device, check for mechanical free moving and leakage test using bubble emission technique. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.